Manufacturer narrative:
(B)(4). Approximate age of device - 1 day. (Calculated from the date when the system controller was issued to the patient.) The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the pump would not start when the patient was connected to a new system controller. Following the event, the hospital personnel connected the patient to another system controller and the pump started. The patient was reported to have been asymptomatic.

Manufacturer narrative:
The returned system controller was functionally tested using the manufacturer¿s laboratory equipment and the device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable event captured in the history screen. No device functional issue was identified during analysis. The log file retrieved from the returned system controller captured data on (B)(6) 2016. The driveline was connected at 3:22 pm with the fixed speed value set at 6,000 rpm and an active low flow hazard alarm. Twenty-two (22) seconds later the driveline was disconnected. At 3:23 pm, the fixed speed value was adjusted to 9,000 rpm; however the driveline was not connected and the pump speed value remained at zero rpm. According to the design of the system, if the fixed speed setting is below 8,000 rpm, the pump can only be started from the system monitor¿s clinical or settings user interface screen by pressing the pump start button. The analysis suggests the reported incident of the pump not initiating, after connecting the driveline, was the result of the fixed speed value being set at 6,000 rpm. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.